Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 224 mg/dl, 154 mg/dl, 124 mg/dl and, 117 mg/dl when all tests were performed within 10 minutes on the voicemate advantage system. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device, and replacement product was sent.